Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that the patient presented to the emergency department with trauma to the back and sob. X-ray showed left pneumothorax. A CT scan without contrast showed a moderate size left pneumothorax and a very small right pneumothorax. Additional findings included mild cardiomegaly. The plan was to insert a chest tube. The chest tube was inserted by the emergency department resident in the left anterior axillary line: 4th-5th intercostal space. Output was bloody. Ultrasound showed catheter in the left ventricle. Patient transferred to the operating room, where CT removed and area repaired. Patient did good post op and was discharged in good condition. The (B)(6) stated that there was no product defect of deficiency that would have caused the patient's issue.